Event description:
Using the philips respironics dream station CPAP device developed a lack of sensation inside my upper and lower lip. This occurred roughly a month after installing an in-line filter to protect against possible degradation of the sound abatement foam which was the reason for the recall of this device. I discontinued using the CPAP machine a week later on (B)(6) 2021. For point of information, I began using this device on (B)(6) 2021 and my sleep therapy doctor recommended continuing using the device after the recall occurred on june 14, 2021 due to my severe sleep apnea. Also, prior to (B)(6), I had been using another recalled philips CPAP machine, the systemone since 2014. FDA safety report ID# (B)(4).